Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports receiving one false positive result and one false negative result when testing with the cue covid-19 test for home and over the counter (otc) use. See case(B)(4) and case(B)(4). Customer also reports daughter obtained a false negative result when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document the daughter's false negative result. On (B)(6)2022, customer's daughter received a false negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24022b, reader sn (B)(4)). A repeat cue test performed on the same day provided a positive result. On (B)(6)2022, customer's daughter also tested positive with a rapid antigen test and pcr test (brand of tests unspecified). Customer's daughter had a sore throat. Cartridge's were stored properly per instructions for use.

Manufacturer narrative:
Investigation conclusion: explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.